Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/14/2015 with the following findings: evaluation revealed that the pump was returned with the keypad peeling off and torn at the ok button. Battery compartment cracked from bottom traveling to bumper. A dim display with red hue letters. Returned battery cap used for testing. (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed a dim display and cracked battery compartment. This report is made based on results of investigation completed on 09/14/2015.